Event description:
Additional information was received from the patient. They reported that the doctor cleaned the connection and was able to attach a new lead that he tunneled to battery pack. The doctor recommended the y connection to be replaced at the time of the next battery replacement.

Manufacturer narrative:
Continuation of d10: product ID 3708360 lot# serial# (B)(6) .implanted: (B)(6) .2006 explanted: (B)(6) .2015 product type extension medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that pt called back about this issue, saying the "y connection up in my cervical area, he saw corrosion there at that y connection" and was concerned about this. They are reading this from a report noting this, and also said "there is cracked plastic where my lead is tunneled in my back, but were still able to attach the lead". Reviewed they should follow up with hcp.

Manufacturer narrative:
Concomitant medical products: product ID 3708360, serial# (B)(6), implanted: (B)(6) 2006, explanted: (B)(6) 2015, product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for cervical/neck. Patient reported they had a lead replaced up in the neck. Patient was not sure if they remembered or understood the issue correctly but patient noted the lead was alright but where the connection was there where issues with the y connection up in the neck and the lead was not compatible with the replacement implant because the replacement implant was smaller than their previous implant. Previous implant was replaced due to normal battery depletion.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name n/a; product ID 3708360; product type: 0191-extension; implant date (B)(6) 2006; explant date (B)(6) 2015. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.